Event description:
It was reported that the patient presented to the emergency room with persistent ventricular fibrillation (vf). The implantable cardioverter defibrillator appropriately provided high voltage therapy during vf storm but failed to convert sinus rhythm. Multiple unsuccessful external defibrillation attempts were also made to convert the patient to sinus. The physician did not allege device malfunction but believed multiple defibrillation attempts rendered the device unprogrammable. The patient was discharged.